Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign matter was not able to be identified. The specific cause of the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect the suggested event. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the adhesive on the bending section cover had a crack, the adhesive around the objective lens was chipped, objective lens was chipped and the light guide lens had a crack. In addition to the foreign material found in the air/water cylinder and tube, the evaluation findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, there was a gap between the grip and the image guide protector, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope tube loosens at the distal end. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the air/water cylinder and tube.